Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient came to doctor with thigh pain. He determined that the stem could possibly be loose. During surgery it was found to be loose and was replaced using modular restoration plasma stem and a cone body. There was no implant record from original surgery.